Event description:
The complainant reported that the patient on impella cp support had absent distal pulses. External femorofemoral bypass to supply blood to distal extremity was done. It was further reported that the patient on impella cp support had some runs of ventricular tachycardia overnight. Echocardiography in the morning showed impella cannula was deep in the ventricle. Ejection fraction was 30%. The physician repositioned the impella cp. Additionally, when the impella was explanted post angiogram from the right radial access a large thrombus burden was in the right common iliac, profunda, and mid superficial femoral artery. This required intervention using balloon angioplasty and thrombectomy. The patient remained stable and survived the explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can led to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can led to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation of limb ischemia, thrombus, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23115 in accordance with updated procedures.